Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and performed visual inspection and found 1 of 3 sensors with cannula to be damage (broken), broken part is missing. Failure analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used; 1 of 2 sensors failed for no isig readings. Failure analysis also found transmitter passed per spec, 1 remaining sensor passed with accurate readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 117 mg/dl and their sensor glucose read 106 mg/dl. The customer also reported the sensor would read over 400 mg/dl when their blood glucose was not high. The customer also reported receiving calibration error alerts with the sensor. The customer was advised of the proper techniques to avoid inaccurate readings. Customer agreed to return the product for analysis.